Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. DHR review cannot be performed for the drill without product identification. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical devices: part # 912068, juggerknot 1.4 mm short w/ needles, lot # 433510. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08742.

Event description:
It was reported that after drilling into the patient, the surgeon was unable to insert the juggerknot soft anchor due to the hole being too small. Attempts have been made and no further information has been provided.